Event description:
During elective device replacement, the set screw of the device could not be detached from the right ventricular lead. Both the device and non-abbott lead were replaced and the patient was in stable condition.

Manufacturer narrative:
The reported field event of the inability to disconnect the right ventricular (rv) lead from the device header was confirmed. Visual inspection found a large quantity of septum punch-outs filling the set-screw inset. Due to the presence of the septum punch-outs, the torque wrench could not be fully engaged with the inset and the set-screw could not be untightened. The punch-outs were caused by the user of the torque wrench. The device was confirmed at eri. The device had normal battery depletion into the range of eri.